Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the clip on the inside of the tulip and the head of the screw that interfaces with the tulip were deformed indicating a great amount of torque applied. It was reported that the final tightening was performed by the anti-torque key and that there did not appear to be overtightening. Conclusion: the cause is not determined and multifactorial.

Event description:
It was reported that; surgeon was final tightening the blocker on the screw. When he used the torque wrench, the head of the screw broke off. He had to remove the screw and implant a different size. Surgery was delayed by 15-20 minutes.

Event description:
It was reported that; surgeon was final tightening the blocker on the screw. When he used the torque wrench, the head of the screw broke off. He had to remove the screw and implant a different size. Surgery was delayed by 15-20 minutes.